Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va0upte, implanted: on (B)(6) 2015, product type: lead, h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that their device was still not functioning and as of about two weeks ago, they started noticing jolts of pain in the groin, even though the device was nonfunctional. It happened with certain movements and it was very unpleasant and painful. No troubleshooting was able to be performed as the device was already nonfunctional, as previously reported. Possible reasons the shocking could occur were reviewed and the patient was redirected to their healthcare provider to further address the issue. The patient stated they wanted to avoid any invasive surgery if possible. Their doctor wanted them to have the device replaced, but they were not interested in that.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0upte, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ¿leads detached,¿ and they later confirmed that ¿two of the leads¿ were ¿not working at all.¿ the patient reported they were not getting any sensation and stated that the manufacturer representative (rep) had told them that they would not get a sensation with the current system. The circumstances that led to the reported issue were unknown and troubleshooting was unable to be performed as the patient had already done troubleshooting with the rep and the health care professional (hcp). The patient was redirected to their hcp to further address the issue. On (B)(6) 2020, the rep replied in response to the inquiry for clarification on the report that the ¿leads detached¿ and two of the leads were ¿not working at all,¿ and if there was a confirmed device issue, the rep reported that the impedance check showed that two electrodes were not functioning and the patient did not feel any stimulation on any program with said leads. In addition, the patient¿s battery life showed low and the patient was aware of this. The patient was currently scheduled for a revision. The rep stated that they did not know where the ¿detached¿ lead story came from. No further complications were reported at this time.